Event description:
The patient underwent lead and generator replacement on (B)(6) 2015. Attempts have been made for product return but the explanted devices have not been received to date.

Event description:
It was reported that the vns patient was referred for surgery due to a suspected lead break. The patient¿s device was tested and system diagnostic results revealed high impedance (dcdc ¿ 7). No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.